Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received an erroneous low result for one patient sample tested for human chorionic gonadotropin, stat (short turn around time) - hcg stat. The patient was pregnant and had been diagnosed with a (B)(6) at 10 weeks. The analyzer initially gave a sample error when first running the patient sample. The sample was repeated and resulted as 1.02 miu/ml. The 1.02 miu/ml value was reported outside of the laboratory. The patient was discharged based on this result because the physician believed the miscarriage was complete. The patient came back in later that evening because of her symptoms and was re-admitted to the emergency room. The patient was still showing signs of (B)(6). A new sample was then collected from the patient. The new sample resulted as 6494 miu/ml. The original sample was repeated and resulted as 7367 miu/ml. The original sample was also repeated on an e411 analyzer, resulting as a value "close to 7367". The repeat result was believed to be correct. There was a delay in treatment to the patient based on the erroneous low result. After the patient had the second sample tested, the physician treated the patient with a dilation and curettage based on the patient condition. The patient was actively miscarrying. The patient was then discharged after being treated. It was asked, but the current condition of the patient was not known. No adverse events were alleged to have occurred with this patient. The hcg stat reagent lot number was 17927701, with an expiration date of 11/30/2015. The customer declined a service visit.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general reagent issue can be excluded. A possible root cause may be related to sample handling as centrifugation conditions were outside of tube manufacturer recommendations. A sample clot error was also seen during the run, so a sample clot may also be a possible root cause.